Event description:
Boston scientific received information that this implantable cardioveter defibrillator (ICD) was to be explanted as it could not be interrogated. There was inquiry as to applicable advisories. This device is included in the shortened replacement window advisory. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.